Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported touch screen failure (3153). The customer reported there was no patient involvement.

Manufacturer narrative:
The customer declined repair by the manufacturer's field service engineer. The customer reported the repair would be done by the customer. Follow up attempts were made to obtain evaluation information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be updated.